Manufacturer narrative:
This report is submitted on september 17, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the patient's surgeon, the patient developed an infection and subsequently the device was explanted on (B)(6) 2018. Reimplantation is scheduled but has not occurred as of the date of this report.

Manufacturer narrative:
It is now reported that the patient's infection was treated with several rounds of oral antibiotics (dates not reported) prior to explantation of the device. This report is filed on october 10, 2018.

Manufacturer narrative:
This report is filed on september 28, 2018. (B)(4).